Manufacturer narrative:
Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
The tip of a 4.0 mm hexagonal screwdriver broke off in a screw head during a lumbar fusion procedure. The tip remains in the patient, lodged in the screw head.